Manufacturer narrative:
The following other device was also listed in this report: triathlon sym patella s31x9mm; cat# 5550-l-319; lot# lcx350; triathlon fix. Peg 2 per pk; cat# 5575-x-000; lot# s9mfh; triathlon ps fem component, cemented; cat# 5515-f-502; lot# gzisa; triathlon #5 ps insert 9mm; cat# 5532-p-509; lot# lco746; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision of earlier ((B)(6) 2012) knee replacement (stryker). Poly plate was replaced. Grinding, crunching, grating continues. Update on 3/30/2015: excellent range of motion but obvious misalignment; minorly revised in (B)(6) 2013, but did not address alignment.

Manufacturer narrative:
Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: revision of a right total knee arthroplasty took place and a debridement of meniscal remnants were performed for a post-operative diagnosis of persistent pain and catching right total knee arthroplasty, incarceration meniscal fragments between the femoral and tibial components. Two undated color photographs were provided of a right distal thigh with the knee flexed demonstrates a mid-line incision, which is clean and well-healed, mild erythema of the anteromedial distal thigh, which appears approximately 12 x 8-centimeters in size, which is more intense in one photograph than the other. There are no elevated lesions or drainage noted. There is no confirmation of the alleged component malalignment, no subsequent visit documented following the (B)(6) 2013 visit, no documented use of shape-match or ankle clamp in the surgery on this patient noted in the primary surgical operative report, no documented cobalt levels, and no documentation of persistent symptoms. Review of this additional documentation does not indicate that factors of faulty component or instrument design, manufacturing or materials are responsible for any clinical problems in this patient. Conclusions: medical review indicated incarceration meniscal fragments between the femoral and tibial components whereby debridement of meniscal remnants were performed and the insert was exchanged to a 2mm thicker insert. An undated photograph provided indicated mild erythema of the anteromedial distal thigh. The exact cause of the event regarding popping noise and a skin rash could not be determined from the information provided. A review of the provided records by a clinical consultant concluded that there is no evidence that factors of faulty component or instrument design, manufacturing or materials are responsible for any clinical problems in this patient. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision of earlier ((B)(6) 2012) knee replacement (stryker). Poly plate was replaced. Grinding, crunching, grating continues. Update on 3/30/2015: excellent range of motion but obvious misalignment; minorly revised in (B)(6) 2013, but did not address alignment. Update 2/26/16: this report is for the revision of the primary. Only poly insert was revised.

Manufacturer narrative:
An event regarding audible noise involving a triathlon baseplate was reported. The event was confirmed. Method & results: device evaluation and results: could not be performed as product was not returned, as no devices were explanted as part of this event. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "in this early post-operative period with unrestored muscular atrophy the clicking described may relate to the ps post engaging the femoral component as suggested by the surgeon. Patellar clicking may also be present in spite of excellent position on patellar x-ray views. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for this clinical situation which will hopefully resolve with restoration of muscular strength." Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event regarding audible noise could not be determined from on the information provided. A review of the provided records by a clinical consultant concluded that there is no evidence that faulty prosthetic design, manufacturing, or materials are responsible for this clinical situation, as further supported by the fact that all components remained implanted. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Revision of earlier ((B)(6) 2012) knee replacement (stryker). Poly plate was replaced. Grinding, crunching, grating continues. Update on 3/30/2015: excellent range of motion but obvious misalignment; minorly revised in (B)(6) 2013, but did not address alignment.